Event description:
It was reported that the cot missed the safety hook resulting in a patient drop. The patient received a broken rib as a result of the alleged cot drop. The patient did require medical intervention, as they were transported to the hospital.